Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral interbody fusion (olif) at l3¿l4 and l4¿l5 using the olif25 approach, and at l5¿s1 usingthe olif51 approach due to lumbar spinal canal stenosis. It was reported that after performing olif at l3/4/5, when the final olif51 cage was attached, a gap was observed between the cage and the inserter. The trial attachment had not shown any issues. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.